Manufacturer narrative:
On 11 october 2017 the r and d project manager performed a visual inspection of the retrieved items and commented as follows: during the analysis it is evaluated that the terminal for cup impactor is blocked inside the cup. We have used a screwdriver to dislocate the terminal. Looking at the surfaces it is clear that the balinit-c coating of terminal is scratched and also on the cup there are some scratches. The breakage of the balinit-c coating could create the block of the terminal inside the cup batch reviews performed on 13 october 2017. (B)(4).

Event description:
Terminal cup impactor for metal back cc and acetabular shell cc trio ø 54 can't be disconnected. The surgery was completed using a back up implant and the straight cup impactor.